Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a potential battery issue leading to abnormal pacing impedance measurements in the right ventricular (rv) lead. It was also noted that the rv lead exhibited an abrupt change in impedance measurements, and is now low. The device could not be reprogrammed, and both the device and lead remain in use. No patient complications have been reported as a result of this event.